Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) representative of an issue with the iw910 mobile infant warmer. Upon device assessment at the fisher & paykel healthcare (f&p) regional office in germany, it was discovered that the head case was cracked, and heating element was open circuit. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw910 mobile infant warmer was received at our fisher & paykel healthcare (f&p) service centre in germany and was visually inspected by a trained f&p technician. Our investigation is thus based on the information provided by our service centre in germany. Results: during the service, the head case of the subject iw910 mobile infant warmer was found to be cracked and the heating element was open circuit. Conclusion: based on our knowledge of the product and this failure mode, it is likely that that the replaceable super capacitor on the pcb board has simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. The observed damage on the warmer head is likely related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces." It should be noted that the device was manufactured in 2003 and is therefore more than 19 years old.